Manufacturer narrative:
Follow-up report #1: additional information - 08/26/2016. Device evaluation of electrode belt sn (B)(4) was completed. The cause for the ECG fall-off failure was isolated to thermally damaged u727 and u728 processors and a thermally damaged esd700 diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Device evaluation summary: device evaluation of belt sn (B)(4) is underway. The reported problem (monophasic pulse) is under investigation. As received the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is underway. The reported problem (monophasic pulse) is under investigation. As received the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt delivered a monophasic pulse.